Event description:
On (B)(6) 2011 customer reported that the t-valve on the reagent syringe was leaking on the cx5 pro instrument. No injuries were reported and no erroneous results were generated. Field service engineer examined the instrument and replaced the t-valve. This resolved the issue.

Manufacturer narrative:
(B)(4).